Manufacturer narrative:
(B)(4). Visual and functional analysis was performed on the returned device. The reported inflation issue and leak was confirmed due to a cracked hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported inflation issue and leak was due to a cracked hub; however, a cause for the crack could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A 4.0 x 60 mm fox sv percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted with the pta catheter during unpacking, inspection and preparation. The pta catheter was advanced to the lesion and on the first attempt to inflate the balloon, the balloon would not inflate. The indeflator was replaced with a new indeflator and the balloon still would not inflate. It was then observed that the pta catheter was leaking contrast medium from the manifold (hub). The pta catheter was removed from the anatomy and was replaced with another fox sv pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.